Manufacturer narrative:
(B)(4). Date of event: unknown; captured as alert date. Batch # u5d428. Device analysis: the analysis results showed that the tx30v device arrived with no apparent damaged and with a reload loaded on the device. The reload was received with only 5 staples present and protruding. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The staple line was complete, and the staples meet the staple form release criteria. The reload was loaded in the devices without any problem. It should be noted that when manipulating the device only the closing trigger should be grasp until ready to fire the device. Do not grasp the firing trigger before the device is to be fired. If the firing trigger is manipulated it could cause the staples to deploy partially or completely resulting in malformed staples and a premature lockout situation. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that before an unknown procedure, the cartridge had not been loaded. Another device was used to complete the case. There were no adverse consequences to the patient. No further information available.